Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that there was pain at the implant site and bladder. The patient felt stimulation and there was no fall or trauma related to this issue. It was noted that the permanent implant had not helped the patient's symptoms as well as the trial did. It had been happening since (B)(6) 2015, the implant date. The consumer reported that she had to turn stimulation off because it hurt so bad, it felt like it was electrocuting her. It was like all the electrodes were touching or something and it was hard to lift her right leg and she still felt stimulation even when it was off. This also started from the day of implant. Furthermore, she had pain at the incision site but it went much farther than that. If felt like the leads extended to the sacral nerve and it hurt in her bladder and it was really intense. The patient sneezed and she doubled over. She was indicated for gastrointestinal/ pelvic floor. No further information was provided about the event. Follow up is being conducted to obtain the circumstances that led to the issues and to know the steps taken to resolve them. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the circumstances that led to the issue was the lead being placed on a nerve. Medication was used while waiting for a surgery date to repair and replace the lead. The issue was resolved.